Event description:
In this event it is reported that nontemplate aligner arch cracked and the patient swallowed a piece of the appliance, however medical intervention was not required. Additional information has been requested.

Manufacturer narrative:
It was reported that the aligner cracked and the patient swallowed a piece of the appliance, however medical intervention was not required. At this time, it is not known if this was caused by patient misuse or a defect in the aligner. Aligners will not be returned for evaluation. Swallowing a piece of the appliance meets the criteria for reportability per 21 cfr part 803. Additional information has been requested from the practice and not yet received. Additional information and any results will be submitted as they become available.

Manufacturer narrative:
After investigation, results found: -reviewed the DHR of this so and does not report manufacturing issues or deviations in the process. -reviewed the records of the material used for this so. And met the established quality criteria (incoming inspection) to be used in the manufacture of aligners. -replicated the manufacturing process in the u3, l3, u7, l7 aligners. And there were no manufacturing issues with arches/aligners that could compromise product quality. -with the evidence reviewed (DHR, inspection records (incoming inspection), photos, replicated arches/aligners), we conclude the root cause "no defect proven during the manufacturing process".